Event description:
Caller reported a tandem mobi cartridge alarm which caused their blood glucose level to exceed 500 mg/dl, displayed as "high." To address the issue, the customer changed the cartridge and infusion set and administered a correction bolus. No assistance from a third party was required. The pump was confirmed to have a cartridge alarm 35 during pumping, which had been reported previously. Technical support decided to replace the pump, and the customer will use multiple daily injections (mdi) as a backup therapy. The customer was informed about necessary steps with the replacement pump and instructed on returning the defective one. A new replacement pump was sent by tandem technical support.